Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Nine days after onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (dose and frequency unknown, duration not reported) and ip ancef (dose and frequency unknown, duration not reported) for the peritonitis. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).